Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high thresholds and chronically low r-wave measurements. The pace/sense portion of the lead was capped and a new pacing lead implanted. The defibrillation portion of the rv lead remains inuse. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.